Event description:
Philips identified a software defect internally in the intellispace cardiovascular (iscv) whereby the iscv system did not release the license after the 'end session' option is used. The issue was identified internally and was not in clinical use at the time of event. Philips investigation is on-going.